Event description:
It was reported that upon deflation and removal of the catheter, the pt experienced minor pain and bleeding. The user observed a cuff roll on the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.